Manufacturer narrative:
The neuroform atlas device is part of an investigational device exemption (ide) study, reference # (B)(4) and any adverse events will be reported through the ide program in compliance with the FDA ide regulations (per 21 cfr 812.150). The neuroform atlas device is not approved and commercially sold in the USA and therefore is not subject to MDR reporting regulations. The coil remains implanted.

Event description:
The anatomy presented a challenge to accesses a right communicating artery aneurysm due to the patient&#38112;tortuous anatomy. It was reported that while the subject coil was being deployed inside the aneurysm, aneurysm rupture occurred. A competitor balloon was placed and the second coil was deployed. The physician noted embolization of the ruptured aneurysm after the second coil was implanted. The procedure was completed and the patient was noted to be stable. It was confirmed that the patient did not have any intra-operative complications as a result of the aneurysm rupture. Two days later, the patient was discharged home without any neurological deficits.

Manufacturer narrative:
The device history record review confirmed that the device met specifications when released. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient aneurysm burst is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The anatomy presented a challenge to accesses a right communicating artery aneurysm due to the patient's tortuous anatomy. It was reported that while the subject coil was being deployed inside the aneurysm, aneurysm rupture occurred. A competitor balloon was placed and the second coil was deployed. The physician noted embolization of the ruptured aneurysm after the second coil was implanted. The procedure was completed and the patient was noted to be stable. It was confirmed that the patient did not have any intra-operative complications as a result of the aneurysm rupture. Two days later, the patient was discharged home without any neurological deficits.